Manufacturer narrative:
Combination product: yes.

Event description:
On (B)(6) 2025, patient was admitted to emergency room due to uneasiness with shortness of breath, dizziness, and fatigue. During follow up at ER there was no sensing and pacing in this rv lead. Loss of capture has also been observed. Looking at fluro, it was observed the solia s 60 screw (helix) was completely retracted. The lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical, electrical and x-ray inspection. The provided x-ray showed the retracted fixation helix. During the visual analysis of the returned lead, the fixation helix was found bent. The deformation probably occurred during the implantation procedure due to mechanical stress. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.